Event description:
This lead was implanted on (B)(6) 2001 o and was capped on (B)(6) 2013 due to unknown issues. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).